Event description:
It was reported that the pin of the drill was missing and needed to be replaced. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. Visual inspection showed that the pin of the drill instrument was missing. The exact cause can no longer be determined retrospectively. However, we can only assume that the implant was incorrectly repositioned with the drill guide. The pins were therefore exposed to high lateral forces which might have finally led to the loss of the pin. No product fault was found. This complaint is indeterminate.